Event description:
It was reported that during pre-cardiopulmonary bypass, while priming with no flow probe attached, the perfusionist (ccp) was getting back flow alarms. He attached a flow sensor and was getting erroneous values. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service representative (fsr) was unable to verify the reported issue. The flow sensor signal strength was 27% on the test loop at first. The fsr checked again and it read 43%, then he applied gel and the sensor read 53%. The fsr removed the flow sensor and returned it to the MFR for further eval. The fsr installed a new flow sensor and the signal strength was 91%. The fsr completed a release test and the unit operated to MFR specifications and was returned to clinical use. The suspect flow sensor was returned to the MFR for further eval.